Event description:
The pt was revised because of dislocation and wear of the cup.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. A search of the complaint database did not show any other reports against the reported lot code. Review of the as400 system show that 6 other devices from lot 5006145 have been delivered and can be reasonably concluded implanted without issue as no further reports are identified. Provided info states the shoulder was dislocating and a spacer and a new poly was implanted. Provided info marked on the device experience report is marked that the products is not suspected of failing to meet specifications or contributing to the reported event. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.